Event description:
As reported, approximately five months post initial left total knee arthroplasty (tka), the patient underwent a revision poly swap secondary to quad rupture. There was no reported breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.